Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include but are not limited to endoleak.

Event description:
On (B)(6) 2020, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. It was reported that images (axial images with contrast dated (B)(6) 2022), revealed a possible endoleak (gore imaging services stated distal type I endoleak with images provided). Reportedly there is enlargement in the common iliac artery (amount of growth is unknown). The enlargement is contained in the common iliac artery and has not traveled into the aorta. A reintervention is planned. The event is ongoing at this time.

Manufacturer narrative:
Addition section b addition section h.